Event description:
A distributor reported on behalf of a healthcare facility in china that a 900pt290e autofill chamber with adapter was found leaking with a damaged base during use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Corrected data: b1 updated as no adverse event, contact details for d3 and g1 updated. Product background: the (B)(4) autofill chamber with adapter (B)(4) is a component designed for use with the airvo 2 humidification series to provide nasal high flow (nhf) therapy. Air and oxygen are blown from the airvo 2 into the humidification chamber within which water is heated by a heater plate. The gases become humidified in the chamber and then pass into a heated breathing tube, then to the patient interface. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases nhf therapy should not be used for life support purposes, and appropriate patient monitoring must be used at all times. Method: the complaint (B)(4) was received at fisher & paykel healthcare (f&p) for investigation, where it was visually inspected. Our investigation is based on our evaluation of the subject device, the information provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: inspection of the returned (B)(4) revealed a crack in the dome close to the chamber base and deformation at the edge of the chamber base. The rolled base thickness was measured on 4 sides of the chamber and was found to be within specification. Conclusion: our investigation was unable to determine the cause of the crack and deformation to the (B)(4). Our investigation indicates that the damage was due to mechanical stress. The stress source was unable to be identified every (B)(4) is pressure tested following the manufacturing process to check for any leaks present in the feed set due to cracks and other causes. Any chamber that fails this inspection is rejected. The subject chamber would have met the required specification at the time of production. Our user instructions that accompany the (B)(4) as part of the 900pt561 heated breathing tube and chamber kit state the following: "for single patient use only. Reuse may result in transmission of infectious substances. Attempting to reprocess will result in degradation of materials and render the product defective.". "Do not use the chamber if it has been dropped or been allowed to run dry". "Do not use the chamber if the water level rises above the maximum water level line". "Avoid contact with chemicals, cleaning agents, or hand sanitizers.".

Event description:
A distributor reported on behalf of a healthcare facility in china that a 900pt290e autofill chamber with adapter was found leaking with a damaged base during use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Product background: the 900pt290e autofill chamber with adapter (900pt290e) is a component designed for use with the airvo 2 humidification series to provide nasal high flow (nhf) therapy. Air and oxygen are blown from the airvo 2 into the humidification chamber within which water is heated by a heater plate. The gases become humidified in the chamber and then pass into a heated breathing tube, then to the patient interface. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases nhf therapy should not be used for life support purposes, and appropriate patient monitoring must be used at all times.